Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device didn't want to take a charge when she saw the elective replacement indicator (eri). The patient reported that the device functioned when bypassing the eri message, but it was more difficult to charge and hold a charge. The patient reported that a new battery was implanted on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs) and radicular pain syndrome (radiculopathies). It was reported that the patient went to charge her implantable neurostimulator on the day of the report and the elective replacement indicator message appeared on the implantable neurostimulator recharger. Because of the elective replacement indicator, she could not get the stimulator to work. The patient was directed to follow-up with her physician to discuss replacing the implant. There were no patient symptoms or complications reported.